Event description:
Endurant ii stent grafts were implanted during an endovascular procedure for the treatment of a 66mm abdominal aortic aneurysm on an unknown. It was reported the patient had a short neck with tortuosity noted. It was reported follow-up CT showed an endoleak from 2 stents of the main body graft was observed. As per the physician the cause of the endoleak could not be confirmed.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak was confirmed on the films returned. The type iiia endoleak could not be confirmed, therefore the cause of the event could not be fully determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, thereby, making determination of the endoleak difficult. It is likely that the that the patient¿s aortic neck anatomy (angulation and narrowing) may have contributed to the occurrence of a type ia endoleak in the patient. While a type iiia separation endoleak could not be fully confirmed, as there appeared to be adequate amount of overlap between stents, other contributing factors such as inadequate seal in the area of overlap between the medtronic and non-medtronic stents could result in a type iiia endoleak. Analysis of the returned films did not reveal any obvious stent graft integrity issues, however, a type iiib endoleak cannot be ruled out. Fabric wear over time due to external abrasion from overlapping stents is a potential factor in the occurrence of this type of endoleak. B5; additional information received: it was confirmed a type ia endoleak was observed from the center of etbf2513c166ej and a type iiia endoleak between etlw1613c156ej and the non mdt limb. Other relevant device(s) are: etlw1613c156ej s/n:; use by date: unknown; upn # unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.